Event description:
It was reported that the right ventricular (rv) lead had no capture. It was also reported that the rv lead had caused a perforation. The rv lead was pulled back, repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted (B)(6) 2014. (B)(4).